Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A craniotomy was being performed with the use of a cusa excel + ultrasonic tissue ablation system. This console showed cooling alerts during the surgery. The customer switched cusa consoles during the case to finish the procedure, causing a 10 min delay. The pt was not injured as a result of this event.